Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and systemic lupus erythematosus ('autoimmune disorder') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included fibroids. Concurrent conditions included back pain, menstrual disorder nos, paratubal cyst, anemia, dysuria and menometrorrhagia. Concomitant products included naproxen sodium (aleve). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts"), 15 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), genital hemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, vaginal hemorrhage, migraine, ovarian cyst and abdominal pain lower outcome was unknown and the genital hemorrhage, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: 2013 and (B)(6) 2003, (B)(6) 2003 she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia,general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pain with intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and systemic lupus erythematosus ('autoimmune disorder') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". The patient's medical history included fibroids. Concurrent conditions included back pain, menstrual disorder nos, paratubal cyst, anemia, dysuria and menometrorrhagia. Concomitant products included naproxen sodium (aleve). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches") and abdominal pain lower ("pain lower abdomen"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts"), 15 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, migraine, ovarian cyst and abdominal pain lower outcome was unknown and the genital haemorrhage, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: 2013 and (B)(6) 2003, (B)(6) 2003 she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia,general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pain with intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), migraines / headaches, ovarian cyst and pain lower abdomen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('general abnormal bleeding'), systemic lupus erythematosus ('autoimmune disorder') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted-no". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: 2013 and (B)(6) 2003 she received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, anemia,general abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received, case is now incident. Event injury was updated to pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, anemia, general abnormal bleeding, rash/skin condition , autoimmune diagnosed lupus , bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, weight gain device monitoring procedure not performed were added. Patient's date of birth and reporter address were added. Device removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.